Manufacturer narrative:
This report is submitted on january 15, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on an unknown date. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is submitted march 24, 2020.